Event description:
Caller reported cgm error. Csa recommending free handing this message and proceeding with script to try pump reset to resolve issue with customer. Caller successfully started their sensor session.